Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous triglyceride results. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) assisted the customer via the telephone. Cts advised the customer to replace all the syringe plungers, flush and aspirate the sample probe, perform the automated wash all cuvettes and then recalibrate and re-run quality control.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR #2050012-2012-01530.